Event description:
The reporter contacted animas on (B)(6) 2013 reporting that blood glucose levels rose to 33 mmol/l with severe vomiting. The reporter stated that the infusion set was changed out and insulin was noted to be leaking from the tubing and cartridge connection. The reporter stated that when the new cartridge, infusion set, and site were placed, the blood glucose levels began to decrease. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a leak at the cartridge infusion set connection.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.